Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was impeding blood flow. The specific process step during which the issue occurred was unknown. There was no report of patient injury, adverse event, or medical intervention associated with this occurrence. No additional information is available.